Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a020503. Patient problem code: f27.

Event description:
It is reported that 4 bottles have a poorly sealed bag and are in a state of non-conformity. The bag where the heat seal is located, half of the bag is open (it is not broken, it is badly sealed). Lot 0001571696. Expiration date 20/11/2026. There are 4 pieces. Yes, they are available for analysis. They are not contaminated, only no longer sterile because the packaging bag is not sealed.

Manufacturer narrative:
H10: pr (B)(4) follow-up emdr for device evaluation: one photo, one video and four samples of lot number 0001571696 were provided to our quality team for investigation. Through visual inspection, an incomplete seal was observed; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001571696 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. A corrective action project was opened to further investigate these defects. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is reported that 4 bottles have a poorly sealed bag and are in a state of non-conformity. The bag where the heat seal is located, half of the bag is open (it is not broken, it is badly sealed). -there are 4 pieces. -yes, they are available for analysis - they are not contaminated, only no longer sterile because the packaging bag is not sealed.